Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular (rv) lead demonstrated failure to capture. An x-ray was performed, which revealed that the pacemaker had flipped within the pocket, and the rv lead had become dislodged. The physician suspected a twiddler¿s syndrome issue. The rv lead was explanted and replaced, and the pacemaker was repositioned. The patient was in stable condition.